Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient was already in intensive care and had pulled out the glucose infusion pump tube without knowledge. The patient was unresponsive, unconscious and had shock hypoglycaemia. The nurse performed blood glucose measurements and obtained the following results within 15 minutes: 281 mg/dl, 105 mg/dl and 273 mg/dl. The nurse treated the patient with glucose and after ten minutes the patient was conscious again. .